Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) acquired peritonitis and subsequently passed away. The cause of death was reported to be sepsis. The cause of the peritonitis event was unknown. On an unknown date prior to death, the pt was hospitalized. The treatment for the peritonitis was unknown. It was unknown if pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Approximately six weeks prior to passing away, the patient experienced chest pain and was hospitalized on the same day for the event. On an unknown date while hospitalized, the patient had defibrillator placement. On an unknown date while hospitalized, the defibrillator placement site became infected. The infection from the defibrillator site led to sepsis which was the cause of death. It was reported that the patient had not experienced peritonitis (previously reported). Upon further investigation, it was determined that baxter disposables and device were no longer suspect products for the cause of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.